Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Complaint of cracked plug was confirmed. A visual inspection was performed on the exterior of product and a small chip on the cord connector was observed. Product passed functional testing including high speed testing (100-2500 rpms) with blade installed. Unit passed functional tests on a known good control unit with footswitch. All functions performed as expected and damaged connector was confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Damage may occur if the headpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become ava ilable, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, it was observed that the piece of the device that plugs in was cracked and broken off. There was no patient involvement.